Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to parts being broken when they were inserted or withdrawn. The event can be detected/prevented by following the instructions for use which state: instructions. Evis exera iii xenon light source/olympus clv-s190. 4.3 connection of an endoscope. Clv-s190 instruction manual. Ch.4. Connection of a flexible endoscope. 1 inspect the light guide cable and rigid endoscope as described in the endoscope¿s instruction manuals. 2 connect the light guide cable to the rigid endoscope. 3 insert the light guide connector into the output socket on the front panel of the light source until it clicks. 1 inspect the endoscope as described in the endoscope¿s instruction manual. 2 insert the light guide connector into the output socket on the front panel of the light source until it clicks. Output socket. The connector design varies depending on the endoscope model. Important information ¿ please read before use. Warning. Never insert anything into the ventilation grills of the light source. It can cause an electric shock. Do not look directly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite xenon light source had a broken piece, and it was unknown when it broke off. The unknown procedure was completed using a similar device without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a metal object stuck on the scope socket mouth. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the finding in b5, evaluation found the following: scratches and dents on the front panel mouth; a non-olympus lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.